Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg, implantable cardioverter defibrillator, (B)(6) 2008, a a7700e25, mechanical valve, (B)(6) 2000. (B)(4).

Event description:
It was reported that during the device changeout, the oversensing was noted on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.